Event description:
Reporter alleged obtaining discrepant blood glucose results of 62 mg/dl back to back with a result of 168 mg/dl when testing was performed within 3-4 minutes apart on the advantage system. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and self treated with food. No other actions were reported or actions taken. A request was made for the return of the suspect device and replacement product was sent.